Manufacturer narrative:
H3: 81 other - a field service engineer(fse) performed a preventive maintenance on the unit, inspected cable and attempted to blend the gas transducer cal the o2 inlet gas cal . No calibration was performed, and the device evaluation is ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : onsite repair.

Event description:
A vyaire field service engineer reported that after replacing the o2 sensor, a high fio2 alarm occurred. The user did not receive an error prior to starting the preventative maintenance. No patient involvement.